Event description:
After patient returned from CT, was setting up lighting for md to suture. When moving light around by sides, the aiming grip suddenly fell and landed upon patient's already broken nose. Md informed right away, assessed patient and had no new orders. Grip could not be re-asserted into light, light is still usable but cannot be moved around by grip. - contusion to nose reached patient and required monitoring / intervention to confirm no patient harm. Not only can this cause physical injury it also violates a sterile field. Equipment exam light, manufacturer burton, model outpatient ii.